Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors suspected. No electrical anomalies were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that noise was observed. The lead was capped and replaced.